Event description:
Rita machine was being used on a liver ablation. Smoke was noticed near the field. It was determined that the smoke was coming from the point where the cord connected to the pad. The pt was burned at the pad site. The pad was replaced and the second pad also left a burn mark. The pt had to be treated for burns at both sites.